Event description:
It was reported that "the balloon did not inflate before use."

Manufacturer narrative:
Corrected date received by manufacturer.

Manufacturer narrative:
The catheter that was returned for evaluation showed more significant damage than was originally reported. One bipolar pacing catheter was received with an attached monoject 1.3cc limited syringe. As received, there was no balloon or windings on the catheter. There was no indication of balloon bonding material observed. Adhesive-like material was observed on the catheter body around the distal electrode and on the entire proximal electrode surface. During the manufacturing process, adhesive should be applied to the thread after coiling. There was no visible damage observed on the catheter body or the returned syringe. Visual examination was performed under microscope at 20x magnification. The report of ¿the balloon did not inflate¿ was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.